Event description:
It was reported that a patient sustained 2nd degree burns after a vasculight elite treatment.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. It was further reported that the patient had sun exposure which is a contra-indication per product labeling and probable root cause.